Event description:
We have been informed that during the last steps of surgery, while irrigation set to 5mmhg and constant irrigation was off, water dripped continuously from the valve. The surgeon continued and was able to complete the procedure. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint was investigated and classified as a repeat occurrence of a confirmed failure mode for which rootcause investigation had already been completed, and corrective actions have been implemented. This product was produced prior to the implementation of the corrective action. The failure mode is caused by a closure valve that is sticky and does not close completely and therefore could allow leakage. A detailed investigation of the manufacturing process revealed that when in the manufacturing process the drying time of the applied glue on the cap of the product is too short for the volume of glue dispensed, valves may in some cases become sticky. As a result of the investigation the drying time of glue was increased to prevent reoccurrence of this malfunction going forward. In 2022 an increase in complaint rate was observed, which triggered a detailed investigation of the manufacturing process. As a result the dry time will be increased, as this was considered the cause of the increase in complaints observed.